Event description:
Facility reported that while the patient was on dialysis, the dialyzer began to leak blood through one of the end caps. Ebl 300cc. No patient injury. Treatment was restarted without further incident. No sample is available for evaluation.